Event description:
The company representative reported that the balloon ruptured. It was also indicated that the machine alarmed blood in the tube and the team had to give 2 units of fresh frozen plasma and then remove balloon. The patient died 6 hours later but deemed it was due to septic shock and not caused by iab rupture. Refer to the manufacturer report number 2249723-2015-00009 for the pump complaint involved.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. Product evaluation: an underwater leak test of the balloon, catheter and y-fitting was performed and one leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.025cm in length. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4) .